Manufacturer narrative:
Updated device evaluation completed on march 19, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 225cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021, indicated that the patient underwent right-sided total capsulectomy and the device replaced with another mentor silicone implant, with cat#: 3502501bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device was received on (B)(6) 2021: device evaluation completed on (B)(6) 2021. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 225cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that the suspect device information was: sn# (B)(6), and cat#:3502251bc, date of implantation was on (B)(6) 2019, date of event was on (B)(6) 2019, type of surgery was primary breast augmentation, capsular contracture baker grade was iii, and patient scheduled for explantation on (B)(6) 2021. On (B)(6) 2021, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: baker's grade unknown capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with an unknown mentor breast implant experienced right sided baker's grade unknown capsular contracture post procedure. As a result, the patient scheduled for explant on (B)(6) 2020. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated.